Manufacturer narrative:
Device evaluation: a field service engineer visited site and fully tested system and found no issues. System was performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a corneal burn that occurred on patient's right eye. A stitch was required and the patient outcome was favorable. No additional information was provided. This report is against the veritas system. A separate report will be filed against the handpiece and the tip.

Manufacturer narrative:
Additional information: section a4: 180 pounds, section a5: not hispanic/latino; white, section b3: oct 17, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.